Event description:
"It was reported that after a post-operative radiographic control the surgeon noticed that the connector on the left side was detached from the screw and the rod. The patient suffered from spondylolisthesis of 2nd degree and was treated with 2 reduction screws in l5 and 2 osteogrip screws in s1 with a cage implanted from the right side. When the surgeon opened (performed the surgery) he replaced the connector and the setscrew on the screw in l5 because the old one was detached from the construct." No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.